Manufacturer narrative:
Additional information is provided the company service representative examined the system but did not indicate replicating the reported event. The xenon lamp was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the xenon lamp needs to be replaced because it is close to stipulated hours. Additional information has been received stating the event along with a system message displayed happened between surgeries. The last 2 cases were cancelled.